Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer (fse) (B)(6) was notified of the rosa robot ((B)(4)) located at (B)(6), not being able to upload images via cd. When trying to upload images, rosanna.exe stops working and the robot automatically shuts down. This started happening after the upgrade. Since the upgrade 2 cases have been completed on the robot, and both times difficulty uploading images occurred while uploading from a cd with raw dicom images. Case from (B)(6) 2019 : "per the fse, the patient was in the room at the time, but it was at the time the patient was falling asleep for surgery. They were planning while the patient was in the room and there was roughly a 10-mins delay."

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the data logs could not be performed since logs were not provided despite multiple attempts to retrieve them. The loading of the patient folder and was tested on manufacturing site as well as the loading of the only CT contained on it from a usb. No elements permitted to confirm the issue or any link to the exams loaded. Nothing relevant was found in windows log which would suggest a system error. Analysis showed that event is non-verifiable. Corrected data: - b4 date of this report. - g4 date received by manufacturer . - h2 if follow-up, what type. - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes.

Event description:
Field service engineer (fse) (B)(6) was notified of the rosa robot (bs18987) located at (B)(6), not being able to upload images via cd. When trying to upload images, rosanna.exe stops working and the robot automatically shuts down. This started happening after the upgrade. Since the upgrade 2 cases have been completed on the robot, and both times difficulty uploading images occurred while uploading from a cd with raw dicom images. Case from 11-nov-2019 : "per the fse, the patient was in the room at the time, but it was at the time the patient was falling asleep for surgery. They were planning while the patient was in the room and there was roughly a 10min delay."